Manufacturer narrative:
The subject device has not been returned to olympus, and no failure of the device was reported. It is generally known that unexpected perforation may occur during the high-frequency current procedure. The ues-40 instruction manual already states; before performing electrosurgical therapy, thoroughly study the properties, purposes, effects and possible risks (the nature, extent and probability) of the planned treatment and any alternative therapeutic method that can be performed. Perform therapy only when its benefits outweigh its risks. During endoscopic treatment, continue to evaluate the potential benefits and risks, and stop the treatment if the risks become greater than the possible benefit to the pt. Make sufficient preparations for treatment of unexpected emergencies such as burns, bleeding and puncturing before using this product. Never use the electrosurgical unit if an abnormality is suspected. The pt can be fatally or seriously injured. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that perforation of the uterus occurred during a tcris procedure. The facility reported strong contractions during several tcris procedures before. This case was so severe that there has been a perforation of the uterus. This customer is an experienced user, they have been using the system for many years now and they have used 300/120w settings for cut and coag when the perforation occurred.